Event description:
Boston scientific received information that the patient presented to the emergency room after receiving several shocks. Upon interrogation it was noted that there were many non-sustained ventricular tachycardia events and 15 inappropriate shocks that lead to therapy exhaustion stored in the arrhythmia logbook. The inappropriate therapy was attributed to oversensing of noise on the competitive right ventricular (rv) lead. A lead revision procedure was performed the following day. The competitive lead was explanted and a new boston scientific lead was successfully implanted with the existing device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.